Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f2306 captures the reportable event of cardiopulmonary resuscitation.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03260 for the spyscope ds ii access & delivery catheter and 3005099803-2024-03292 for the spybite biopsy forcep. It was reported to boston scientific corporation that a spybite max biopsy forceps was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the common bile duct for the treatment of ercp stricture on (B)(6) 2024. During the procedure, the physician used a tome and wire to access the site. Once the site was accessed, they noticed that they could not get through the bifurcation. The physician introduced the spyscope to get a better visual and observed what looked like a malignant wall. Bubbles were suctioned out via syringe to clear the view. They then inserted a spybite biopsy forcep down the scopes channel. After some difficulty getting the spybite through the curved position of the scope, they cannulated and took a biopsy. The forceps were then removed and inserted again to obtain another biopsy. The patient began to crash, the scope was removed, and a code blue was called. Cardiopulmonary resuscitation (CPR) was performed on the patient. There is no allegation against the performance of the spybite or spyscope used in this case. The patient's current condition is reported to be normal.